Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of blank display from the insulin pump. The customer complained that the pump occurred blank during display. The customer's blood glucose was normal. No further details were given.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had minor scratched display window.